Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(6). A getinge field service engineer (fse) investigated the customer's complaint confirmed unit has error code 14 at start up. Logs indicate a fault code 77 with ¿enhanced compressor motor speed required¿ compressor replacement recommended. Replaced scroll compressor and performed all functional, safety, and electrical tests to factory specifications. Unit returned to customer. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of an error code 14 and 77. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had error code 14. There was no patient involvement.